Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvis") in an adult female patient who had essure (batch no. 641430) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst from 2006 to 2008, multigravida and parity 3. Previously administered products included for an unreported indication: oral contraceptive nos from (B)(6) 2006 to (B)(6) 2009. Concurrent conditions included hypoglycemia. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2009 to (B)(6) 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction and dyspareunia had resolved. The reporter considered dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion detail: proximal end of right inner coil is seen 4 mm from the corneal tubal junction. Proximal end of left inner coil is seen 6 mm from the corneal tubal junction. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Ultrasound abdomen - on (B)(6) 2014: essure coils visualized in the uterine cornua bilaterally. Ultrasound kidney - on (B)(6) 2009: mild right hydronephrosis without complete obstruction of the right ureter. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, pelvic pain, dyspareunia." Most recent follow-up information incorporated above includes: on 3-may-2019: the case is incident. Reporter information was added. This case concerns adult patient. Her demographics were added. Her historical condition/medication and concurrent medications were added. Her lab data was added. Essure indication was amended. Essure removal date was added. Essure lot number was added. Her concomitant medication was added. Per plaintiff fact sheet following: event injury was updated to more specified events: pain: pelvic pain, abnormal bleeding (vaginal, menorrhagia) and apareunia (inability to have sexual intercourse). She had recovered from aforementioned events. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvis") in an adult female patient who had essure (batch no. 641430) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst from 2006 to 2008, multigravida and parity 3. Previously administered products included for an unreported indication: oral contraceptive nos from august 2006 to april 2009. Concurrent conditions included hypoglycemia. Concomitant products included medroxyprogesterone acetate (depo-provera) from april 2009 to november 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction and dyspareunia had resolved. The reporter considered dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion detail: proximal end of right inner coil is seen 4 mm from the corneal tubaljunction. Proximal end of left inner coil is seen 6 mm from the corneal tubal junction. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 16-nov-2009: total bilateral occlusion. Ultrasound abdomen - on 11-sep-2014: essure coils visualized in the uterine cornua bilaterally. Ultrasound kidney - on 06-aug-2009: mild right hydronephrosis without complete obstruction of the right ureter.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, pelvic pain, dyspareunia." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.